Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged there was moisture behind the display, and a battery life alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission (B)(6)2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: a review of the black box showed no evidence of a short battery life. Multiple call service 128 motor post-delivery error alarms were recorded in the black box. The battery compartment and cap were undamaged and able to fit securely. Evidence of moisture corrosion was observed on the display screen inside the pump. The leak test failed due a battery compartment leak. The ¿ez-prime¿ steps were performed correctly and all current readings were within specifications. The alleged ¿short battery life¿ complaint was unable to be duplicated. The pump cover was removed and further moisture corrosion was found to the power printed circuit board.